Event description:
We received a complaint with the following description: ¿in the email, the doctor informs the pjp (patient journey partner) that in 2 packages of vabysmo batch no: b1542b10 were discovered (in the intact packaging of the transfer needles, after removing the plastic cover) dirt on the needles. The doctor took a picture of the needle with a mobile phone and under a microscope (see below) these needles were not used. The doctor used other needles.¿ harm to the patient not reported. For the investigation, please: 1 review the batch documentation for the affected needle batch, in regards to foreign matter defects attached to the cannula. 2 inspect the photographs showing the defect and assess the photos in regards to the underlying process, i.e. Needle manufacturing and device assembly. Report any observation that could be in correlation with the given complaint. 3 report any deviations, events or changes that could have contributed to the reported complaint. 4 provide a conclusion concerning complaint evaluation (confirmed/not confirmed), plus root cause and CAPA if applicable. The complaint sample is not available for return. We appreciate your support on the investigation by providing the report latest on 27.07.2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up: it was reported there was dirt on the needle. As a sample was not returned, a through sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle with a particle attached to it. The particle appears to be from the lubricant applied to the outer surface of the needle. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 3031678. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received we received a complaint with the following description: ¿in the email, the doctor informs the pjp (patient journey partner) that in 2 packages of vabysmo batch no: b1542b10 were discovered (in the intact packaging of the transfer needles, after removing the plastic cover) dirt on the needles. The doctor took a picture of the needle with a mobile phone and under a microscope these needles were not used. The doctor used other needles.¿ harm to the patient not reported further details concerning patient such as demographic info, initials, age, gender are unknown for the investigation, please: 1 review the batch documentation for the affected needle batch, in regard to foreign matter defects attached to the cannula. 2 inspect the photographs showing the defect and assess the photos in regards to the underlying process, i.e. Needle manufacturing and device assembly. Report any observation that could be in correlation with the given complaint. 3 report any deviations, events or changes that could have contributed to the reported complaint. 4 provide a conclusion concerning complaint evaluation (confirmed/not confirmed), plus root cause and CAPA if applicable. The complaint sample is not available for return. We appreciate your support on the investigation by providing the report latest on 27.07.2024.